Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The preparation has been done as usual, according to IFU. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The preparation has been done as usual, according to instructions for use (IFU). To solve the issue the device was replaced, and the procedure was completed without patient complications. The device has been returned.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap. No significant damage was noted on the valves. The complaint for visible air was confirmed through analysis.